Event description:
Procedure performed: sentinel node biopsy and laparoscopic hysterectomy. Event description: laparoscopic sentinel node biopsy prior to hysterectomy. After 68 activations, while sealing the uterine artery, the jaws of the voyant became adhered to the vessel and could not be removed. Using monopolar and endoclips to stabilise the vessel, the jaws were peeled off the tissue. Surgeon then requested [competitor device] to complete the surgery. There was no clinical impact to the patient as a result of the event. Additional information was received from, amnz senior territory manager via email on 26-aug-2025: "further information pertaining to the device involved in this cer: lot#: 1549569 serial #: (B)(6). Additional information was received from, amnz senior territory manager via email on 04-sep-2025: "no, when the jaws became adhered to the tissue, they could not remove the device. They then used endoclips to stabilize the vessel and monopolar to peel off the voyant jaws." Patient status: stable. Intervention: using monopolar and endoclips to stabilise the vessel, the jaws were peeled off the tissue. Surgeon then requested [competitor device] to complete the surgery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon competition of investigation.

Event description:
Procedure performed: sentinel node biopsy and laparoscopic hysterectomy. Event description: laparoscopic sentinel node biopsy prior to hysterectomy. After 68 activations, while sealing the uterine artery, the jaws of the voyant became adhered to the vessel and could not be removed. Using monopolar and endoclips to stabilise the vessel, the jaws were peeled off the tissue. Surgeon then requested [competitor device] to complete the surgery. There was no clinical impact to the patient as a result of the event. Additional information was received from, amnz senior territory manager via email on 26-aug-2025: "further information pertaining to the device involved in this cer: lot#: 1549569. Serial #: (B)(6)" additional information was received from, amnz senior territory manager via email on 04-sep-2025: "no, when the jaws became adhered to the tissue, they could not remove the device. They then used endoclips to stabilize the vessel and monopolar to peel off the voyant jaws." Patient status: stable. Intervention: using monopolar and endoclips to stabilise the vessel, the jaws were peeled off the tissue. Surgeon then requested [competitor device] to complete the surgery.

Event description:
Procedure performed: sentinel node biopsy and laparoscopic hysterectomy. Event description: laparoscopic sentinel node biopsy prior to hysterectomy. After 68 activations, while sealing the uterine artery, the jaws of the voyant became adhered to the vessel and could not be removed. Using monopolar and endoclips to stabilise the vessel, the jaws were peeled off the tissue. Surgeon then requested [competitor device] to complete the surgery. There was no clinical impact to the patient as a result of the event. Additional information was received from, amnz senior territory manager via email on 26-aug-2025: "further information pertaining to the device involved in this cer: lot#: 1549569. Serial#: (B)(6). Additional information was received from, amnz senior territory manager via email on 04-sep-2025: "no, when the jaws became adhered to the tissue, they could not remove the device. They then used endoclips to stabilize the vessel and monopolar to peel off the voyant jaws." Patient status: stable. Intervention: using monopolar and endoclips to stabilise the vessel, the jaws were peeled off the tissue. Surgeon then requested [competitor device] to complete the surgery.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Section d10 was corrected.